Event description:
When applying pressure to use the urine straw as directed, some of the straws becomes detached from the hub, exposing the needle and creating a safety hazard to the operator. Affected lot removed from use in lab. Approximately 6 bags (equaling ~ 550 straws) have been removed from use in the lab and a new shipment/ lot is being used.